Event description:
Reportedly, on (B)(6) 2025, it is impossible to establish rf telemetry with two gali's. It only worked with inductive telemtry with a cpr4 head. Also, the date could not be set to the right date.

Manufacturer narrative:
The subject device has not been returned yet, results of the investigation are not available.

Manufacturer narrative:
Analysis of the returned subject device partially confirmed the reported event. The programmer is able to communicate with rf telemetry; however, the date is wrong and cannot be set. Review of the provided files confirmed the reported event, it seems that an error occurred during head identification, leading the programmer to be unable to establish rf telemetry. After unplugging/replugging the rf head, the next session starts in rf communication. Therefore, it seems to resolve the issue. The main hypothesis is that a connection issue on the tablet usb port due to use is responsible for the reported event. Regarding the date, the main origin could not be clearly established. However, the date could be set right on manager¿s settings after several reboots. The programmer will follow the normal workflow at the after sales service and will return back to the field. This case is retained and used for trend purposes.

Event description:
Reportedly, on 25-march-2025, it is impossible to establish rf telemetry with two gali's. It only worked with inductive telemtry with a cpr4 head. Also, the date could not be set to the right date.